Manufacturer narrative:
Samples were received from the customer for investigation. Mts was unable to verify the customer's complaint. The cap samples reacted as mixed field in manual gel and dual population on the provue in the anti-e microtubes. Mts was able to identify the e antigen with the mts gel cards. The gel card performed as expected. Incident is isolated. Mts is unable to explain the negative reactivity obtained by the customer in gel during their initial testing. Based upon the available information, mts could not rule out the gel card and/or user error as contributing factors. However, the provue performed as expected by correctly interpreting the customer's results as negative, which was comparable to manual gel testing. Therefore, instrument malfunction was rule out as a contributing factor. Labeling cautions the user as follows: false positive or false negative test results may occur from bacterial or chemical contamination of test materials, inadequate incubation time or temperature, improper centrifugation, improper storage of materials, or omission of test samples. Very weak expressions of the d,c,e,c,e antigen may not be detected by the mts rh monoclonal phenotype card. If a false negative result is obtained, that is an antigen positive blood is typed as antigen negative, incompatible blood may be transfused with subsequent risk of a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote.

Event description:
The customer reported obtaining false negative results with cap survey sample (2006-j-b specimen j-13r) in the anti-e microtube of the mts rh monoclonal phenotype card lot# 081505048-01 in provue and manual gel method.